Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08453. It was reported that the patient presented in clinic after experiencing cardiac arrest. Upon interrogation, it was noted that the implantable cardioverter defibrillator and right ventricular lead attempted to shock the patient for ventricular fibrillation, but therapy was withheld due to low defibrillation impedance. Cardiopulmonary resuscitation was performed, and the patient was successfully restored to sinus rhythm and noted to be stable after the event. On (B)(6) 2019, the device and lead were explanted and replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.